Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. No numbers were scrolling during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 191 mg/dl. The customer stated that the numbers on the pump started to scroll while she tried to bolus. The customer stated that she was not able to clear the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No numbers scrolling during testing noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.